Event description:
It was reported that the user, who participated in the ilet experience study experienced a high glucose event lasting more than 90 minutes with a peak of 397 mg/dl while using the ilet and contact detach infusion set (23", 6 mm), associated with multiple ¿more than usual¿ meal announcements for pizza to increase insulin despite eating less than usual; the user interface was involved due to use-pattern choices, and the issue was characterized as an improper or incorrect procedure or method. Symptoms included hyperglycemia and sleepiness/drowsiness. Outcomes included no health consequences or impact. Customer care agent performed investigative communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified involving failure to follow instructions related to meal announcement behavior and the user interface. It was concluded, based on previously established findings for similar reports, that unintended use error caused or contributed to the event.

Manufacturer narrative:
Initial.